Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a 30 year old female patient when compared to other methods. The following data was provided: initial result = 0.47 s/co (nonreactive)e, wantai method = 14.60 s/co, roche = 15.20 s/co additional laboratory data was provided: hcv ag = negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p06 has a similar product distributed in the us, list number 8p05.

Manufacturer narrative:
Section d9 date returned to mfg was updated to remove the 07/08/2024 date previously populated. Device was not returned to manufacturer.

Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a 30 year old female patient when compared to other methods. The following data was provided: initial result = 0.47 s/co (nonreactive)e, wantai method = 14.60 s/co, roche = 15.20 s/co additional laboratory data was provided: hcv ag = negative no impact to patient management was reported. Additional information was provided by the customer on 15jul2024 : mikrogen igg result = negative.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information provided by the customer. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Additionally, return testing was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 60217be01. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformances or deviations associated with lot 60217be01 and complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 60217be01 was performed. All controls met specifications and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Testing included one commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix (since architect anti-hcv and alinity I anti-hcv assays are equivalent). Lot 60217be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical architect anti-hcv reagents. Return sample analysis: the customer sample sid "1" was tested with a retained kit of alinity I anti-hcv reagent lot number 61465be01 and a nonreactive result (0.55 s/co) was generated. Thus customer´s observation was repeated. Supplemental testing (mikrogen recomline hcv igg) was performed and two weak bands core1 (+/-) and ns3 (+/-) were detected. The interpretation was negative. The supplemental testing result is in alignment with the alinity I anti-hcv result and hcv ag (tested by the customer). Labeling was reviewed and sufficiently addresses the customer's issue. Supplemental testing (mikrogen recomline hcv igg, performed by abbott) and hcv ag (performed by the customer) were negative which is in alignment with alinity I anti-hcv results. Based on the investigation the alinity I anti-hcv reagent lot 60217be01 is performing as intended, no systemic issue or deficiency of the alinity I anti-hcv reagent was identified.

Event description:
The customer observed a false nonreactive alinity I anti-hcv result for a 30 year old female patient when compared to other methods. The following data was provided: initial result = 0.47 s/co (nonreactive)e, wantai method = 14.60 s/co, roche = 15.20 s/co additional laboratory data was provided: hcv ag = negative. No impact to patient management was reported. Additional information was provided by the customer on 15jul2024: mikrogen igg result = negative.